Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, the device had a loss of pacing when it was taken out of the pocket. The device was successfully replaced and the patient was stable with no adverse consequences.